Event description:
It was reported that stent damaged occurred. Vascular access was obtained via the right femoral artery. The 2.5- 2.75 x 8-10 mm long, eccentric and 80% stenosed target lesion was located in the severely tortuous and mildly calcified left circumflex (lcx) artery and contained in more than 45 degree but less than 90 degree bend. After a 7f non bsc guide catheter was employed to coaxially engage the lcx, a 014 non bsc guide wire was advanced to the lesion and parked distally in a very tortuous vessel. The tight lesion was predilated using a 2x12 non bsc balloon catheter. The physician then advanced the 2.75x16mm promus element¿ plus drug eluting stent to treat the lesion, however, resistance was felt while pushing the stent across the lesion. The stent was pulled back and it was noted that the strut was damaged proximally. The device was completely removed from the patient and the procedure was completed with another 2.75x16mm promus element plus device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. There were no issues noted with the profile of the devices tip. A visual and microscopic examination found no issue with the profile of the device¿s markerband and inner. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and tactile examination of the shaft polymer extrusion profile found no kinks or damage along its length. A visual and tactile examination found no kinks or damage along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damaged occurred. Vascular access was obtained via the right femoral artery. The 2.5- 2.75 x 8-10 mm long, eccentric and 80% stenosed target lesion was located in the severely tortuous and mildly calcified left circumflex (lcx) artery and contained in more than 45 degree but less than 90 degree bend. After a 7f non bsc guide catheter was employed to coaxially engage the lcx, a 014 non bsc guide wire was advanced to the lesion and parked distally in a very tortuous vessel. The tight lesion was predilated using a 2x12 non bsc balloon catheter. The physician then advanced the 2.75x16mm promus element¿ plus drug eluting stent to treat the lesion, however, resistance was felt while pushing the stent across the lesion. The stent was pulled back and it was noted that the strut was damaged proximally. The device was completely removed from the patient and the procedure was completed with another 2.75x16mm promus element plus device. No patient complications were reported and the patient's status was stable.